Event description:
It was reported that a screw was pulled out of the upright causing the aluminum to bend and create a sharp area. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.